Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number.additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical manager reported that following an intraocular lens (iol) implant procedure the patient experienced glare and halos. Two months following the initial procedure, the iol was exchanged for another lens of the same model, but one diopter less power. Additional information has been requested.